Event description:
It was reported by the rep the device was used during no procedure. It was reported the sterile sample was opened for demonstration to the surgeon, for explaination of proper firing sequence. The device was closed and fired. No staples were fired. The device was empty. The remaining two sterile devices were pulled and will be returned for evaluation. There was no consequence to the patient.